Event description:
It was reported that the spinal cord stimulator (scs) was not providing adequate stimulation. The patient underwent an explant procedure. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, event occurred year 2023. Block d6b: explant date: 2023.